Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (father) for the patient contacted lifescan (lfs) alleging that her onetouch verio sync meter was reading inaccurately high in comparison to results obtained on another meter and a laboratory device. The complaint was classified based on customer care advocate (cca) documentation and addition information obtained when medical surveillance specialist (mss) reviewed the call. The reporter for the patient claimed that the alleged inaccuracy began on ¿(B)(6) 2015 7:00am¿ when the patient obtained a result of ¿461mg/dl¿ on the subject meter. The patient manages her diabetes with insulin pump therapy. The reporter for the patient stated that from (B)(6) 2013 to (B)(6) 2015 the patient had been experiencing symptoms of ¿thirsty and frequent urination¿ which he associated with high blood glucose readings and as a result of the alleged high readings the patient increased her dose of novolog insulin. The morning of (B)(6) 2015 the patient was taken to emergency room (ER) where she had her blood glucose taken and obtained a result of ¿416mg/dl¿ on the subject meter compared to ¿182mg/dl¿ on a laboratory device, preformed within less than 30 minutes of each other and additionally obtained a reading of ¿417mg/dl¿ on the subject meter compared to ¿160mg/dl¿ on a hospital meter preformed within 30 minutes of each other. On (B)(6) 2015 at noon the reporter claimed that the patient was treated by a health care professional (hcp) through monitoring her bloods, adjusting her medications and allowing her blood sugar to come down.at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. Although the patient reported symptom¿s that meets lifescan¿s criteria of a serious hyperglycemic event, this correlates with the allegedly high result obtained on the subject meter as does the hcp treatment the patient received. However, this complaint is being reported because due to the comparison provided, the device malfunctioned.